Manufacturer narrative:
(B)(4). D10: unknown humeral stem 00840009500 articulation kit size 5/6 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize 65096034 00840009000 humeral screw kit 2 humeral screws 65529475. G2: foreign- UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 - 02411.

Event description:
It was reported that the patient underwent a second revision approximately one year later due to pain, loosening of the ulna component, and triceps tendon rupture in the right elbow. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) - stem. Reported event was confirmed by review of radiographs. Review of the available records identified the following: two views right elbow demonstrate a right elbow arthroplasty with loosening at the bone cement interface of the ulnar component. Well corticated ossific density along the ulnar aspect of the joint space may represent a fracture fragment. Humeral component appears to be intact. Soft tissue swelling along the olecranon may relate to patient's triceps injury. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.